Event description:
Pt reports both of her pumps (sn (B)(4) and sn (B)(4)) occasionally show error message of 1870. Pt turns pump off then back on and error message goes away. Pt states pump continues to work when this happens. Pharmacy to replace pumps immediately. No further information known . Did the product fault occur while in use with a pt? Yes. Did the product issue contribute to pt or clinical injury? No. We replaced the device. Dose or amount:45 ng/kg/min; frequency:continuous; route: IV. Date of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.